Event description:
The defibrillator with attached monitor innappropiately displayed the pt ECG as an flatline trace in paddles lead.

Manufacturer narrative:
The reporter determined the defibrillator had inadvertently not been powered on by the operator at the time of the report. The reporter provided the staff with a review of product operation.